Event description:
Revision surgery: due to a dislocation.

Manufacturer narrative:
The reason for this revision was to correct a patient joint dislocation after 12.5 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against parrt 931-36-264 and lot number 695f1011. Information was not provided that definitively identified the reason for the dislocation or its root cause. There are no indications of a product or process issue affecting implant safety or effectiveness.